Event description:
It was reported that during a permanent implant, 1 cerebrospinal fluid (csf) leak occurred when attempting to access the epidural space. The procedure was completed after a blood patch was performed. Investigation determined the patient is stable now. It is unknown which lead was involved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this complaint, attempts were made to obtain complete patient information.